Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump was emitting multiple ¿no prime, no delivery¿ alarms during the day. The reporter was advised to change the pump cartridge and supplies and contact animas if the loss of prime issue continues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.